Event description:
Customer reported the sys would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and placed a faulty monitor cart interface pcb on order. It is anticipated that receipt and installation of this pcb will correct the reported problem.